Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cubie pocket lid issue. A field service engineer found medication to be improperly loaded or out of place. The obstruction was cleared. The field service engineer verified that issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system hardware malfunction occurred with one of the cubies in drawer 1, preventing access to pocket c1 in the auxiliary drawer. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.